Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump traces of moisture were noted at lcd assembly per visual inspection. The insulin pump was received with cracked case at display window corners, reservoir tube, cracked battery tube threads, minor scratched display window and broken reservoir tube lip.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was out by the pool and the pump got a little wet. Customer was not in the pool with the pump. Customer stated that she did get splashed. Pump was exposed to fluid in the past with no moisture visible in the pump. Customer was unable to review the alarm history due to the button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that she thought the pump was waterproof.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.